Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there were no audible alarms from the central station. The device was in use monitoring patients. No adverse event was reported.